Event description:
Additional information: the patient outcome was reported as resolved without sequelae. The event classification was changed to "new neurological condition undefined diagnosis".

Event description:
It was reported that the patient experienced a decreased therapeutic benefit or presented with visible signs and/or symptoms of decreased therapeutic benefit. The cause of the event was unknown. The catheter was noted as being "normal". The patient's dose was increased on the following dates: (B)(6) 2011. No device explant/replacement procedure was performed. As of (B)(6) 2011, the patient was still experiencing muscle tightness. It was also reported that the patient experienced a new condition of intermittent confusion and amnesia which resulted in in-patient hospitalization. There was no action taken. The device system was used to deliver baclofen. The outcome was reported to be an ongoing event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ catheter; product ID 85 96sc, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ catheter. (B)(4).